Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to recurrent vaginal vault prolapse and urinary urge incontinence. The patient experienced pain, infection, recurrence and bleeding. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat recurrent vaginal vault prolapse and urinary urge incontinence. It was reported that the patient had the concurrent procedures of correction of cystocele, rectocele and enterocele, vaginal vault colpopexy, extensive perineoplasty and water cystoscopy performed during mesh implantation.